Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for evaluation. Visual inspection found the pump in poor condition, with the top case chipped and cracked and the top and bottom case contaminated. A review of the event history log found a check clutch error. Functional testing involved a flow test and occlusion test and did not replicate the reported issue. Based on the evidence, the complaint was unable to be confirmed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that a medfusion® 3500 syringe pump had a check clutch error. No patient injury was reported.